Manufacturer narrative:
A partial lead measing 31.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 25.0cm to 27.0cm from the proximal end. The etfe coating was damaged during the surgical procedure at this location.

Event description:
New information received notes that the lead was explanted and replaced due to an unrelated infection. There were no adverse consequences to the patient.

Event description:
It was reported during device change out due to normal eri, externalized conductors were observed.. No electrical anomalies were observed. The lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.